Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05753. It was reported the pt would like his scs system explanted, but the reason is unk at this time. An sjm representative plans to meet with the pt for further investigation.